Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by resuming insulin use and was experiencing frequent occlusion issues, so cts requested follow-up for further assistance.